Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump died. Customer cannot recall the blood glucose reading. Troubleshooting was performed partially. Customer said the insulin was dead becasue batteries issues, the battery was brand new and the insulin pump was dead within one day. Customer was using insulin shots to get by. Customer was hard to contact to via phone. Insulin pump will not returning for analysis.